Event description:
It was reported that there were frequent primary audible alarms. There was patient involvement.

Manufacturer narrative:
One device was returned for investigation. The reported complaint was confirmed through the repeated primary audible alarm events. Visual and functional testing was performed. Review indicated that the j9 connector may have become fatigued which could have contributed to intermittent signal loss. As a customer satisfaction action, the interconnect board was replaced. Review of event log found no related alarms in history. Review of service history found primary audible alarm events reported by customer. Device passed all testing criteria post repair.